Manufacturer narrative:
Device is a combination product. A visual examination of the stent found damage and kinking to distal stent rows 8-9 with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-jan-2019. It was reported that crossing difficulties were encountered. The 80% stenosed target was located in the moderately tortuous and severely calcified left circumflex coronary artery. Following pre-dilatation, a 4.00 x 32 synergy stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported. However, returned device analysis revealed stent damaged.